Manufacturer narrative:
A partial lead with the distal portion measuring 45.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead exhibited capture anomaly. The lead was explanted for unrelated issues. No further information was available.